Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise present on the right atrial (ra) and right ventricular (rv) channels of this pacemaker. The patient is reportedly on dialysis and intermittently pacemaker dependent. Pacing impedances on the patient's non-boston scientific ra lead were low out of range in several vectors and there were sensing issues with the lead. The pacemaker's signal artifact monitor (sam) feature had also disabled the minute ventilation (mv) feature due to noise on the ra channel. Boston scientific technical services discussed programming optimization with the health care provider. No adverse patient effects were reported. The implanted system remains in service.